Event description:
It was reported to boston scientific corp that during a pelvic floor repair procedure using an uphold vaginal support system, a hemostat was used to pull the leg assembly through the sacrospinous ligament when the physician determined there was resistance due to the dilator bunching. At this point, the needle detached from the mesh leg, outside the pt. The physician completed the procedure with another uphold vaginal support system, without complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. (B)(4).